Event description:
Reporter alleged blood glucose measured 589, 117, and 123 mg/dl when all results were performed within one min of each other. No actions were taken or treatment received reportedly a result. A request was made for the return of the suspect device and replacement product was sent.